Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in emergency room, multiple inappropriate shocks were observed. Upon interrogation, ventricular oversensing was noted possibly due to far field p-wave and wide qrs complex oversensing. Chest x-ray reviewed rv lead dislodgement. Programming changes were made, and the patient would be transferred to cardiac facility. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
New information received notes that the rv lead was explanted and replaced.